Manufacturer narrative:
The prowler select lpes microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the coil was not only stretched, but was returned entangled around the device positioning unit (dpu) and the introducer sheath. Post-procedural cleaning, handling, and packaging may have created additional coil damage. No manufacturing defects were found. The complaint of the coil stretching is confirmed. The most likely root cause of the coil stretching is contained in the complaint report which states, ¿¿the microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter¿¿ it is highly likely that the repositioning the microcatheter while the coil was deployed or partially deployed contributed to the coil stretching. The coil was most likely temporarily anchored during the complaint event. The circumstances of why the microcatheter was repositioned cannot be determined on the information received. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the prowler select lpes used in the procedure, it cannot be determined if this component contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the damages to the device it is plausible that the reported failures occurred during the procedure, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that during embolization of an aneurysm at the middle cerebral artery bifurcation the orbit galaxy g2 coil (641cf0620/c30042) stretched. The aneurysm was a 5 mm high x 6 mm wide sidewall aneurysm. An enterprise 4.5x22 mm stent was used to assist in the coiling and the prowler lpes (606s155x/17154888) was jailed to cannulate the aneurysm. The complaint coil was the first coil in the procedure. The stretch occurred during repositioning of the coil in the aneurysm. The microcatheter was removed with the coil and re-advanced to the same aneurysm. 3 other coils (details unknown) were successfully deployed in the aneurysm through the aneurysm after using the stretched coil. There was no significant delay to the procedure as a result of the issue. An adequate continuous flush was maintained through the catheter at all times. There was no resistance between any of the products during the procedure. There were no kinks noticed on the microcatheter. The microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one to one relationship between the coil & delivery tube was verified with fluoroscopy prior to repositioning. The entire coil was still attached to the delivery system when removed from the patient. There was no adverse outcome to the patient as a result of the issue. At the time of initial contact the product was available for return.